Manufacturer narrative:
The full name of the event site noted is (B)(6) medical ctr (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. The stm started the pump and it works fine with no alarm showing of any kind. The stm pulled logs and it shows code but not related to low vacuum alarm. The stm inspected the iabp inside for any sign of a leak but was unable to find anything of note. The stm performed all test protocols and vacuum pressure is showing satisfactory results and all other parameters were within specification. Upon inspection the stm noticed that during autofill, the full sensor led did not light up twice. An adjustment was made to make sure the full sensor light links twice. The stm then performed all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) produced a clicking or slapping noise coming from the rear of the iabp that may have been in safety disc. A few hours later the iabp displayed a "low vacuum" and "rapid gas leak" alarm. The iabp was swapped out and sent original to bio-med to be evaluated. There was no patient harm and no adverse event was reported.